Event description:
It was reported that approximately 3 hours into a da vinci si prostatectomy procedure, the prograsp forceps instrument malfunctioned. Inspection of the instrument by the surgical staff found that the instrument was disjointed at the junction of the shaft and the endowrist instrumentation, thus requiring simultaneous removal of the cannula and instrument from the patient's abdomen. Shredded fibers from the sheath surrounding the instrument fell into the patient's abdominal cavity. The fibers were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after implant duration of approximately 13.8 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was sepsis with refractory shock.

Manufacturer narrative:
Refractory shock.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another valve implanted. Through follow up with the health care provider (via fax), additional information and the operative report of (B) (6) 2009 was received. A device history record review is in process.